Event description:
There was a reported loss of therapeutic effect, and the problem was getting worse. Pt was self-catheterizing, and it was causing infections.

Manufacturer narrative:
(B) (4). Reason for the late MDR is due to implementation of a process improvement.